Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 06-mar-2024, UDI#: (B)(4), h3. Analysis found upon visual observation that the micro usb port was loose. The communicator also exhibited an electrical failure noting /trs210004.1/push button led on /0/bool/1. The device was taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator would not charge. The patient stated that it would turn on and have an orange light and if they plugged it in for a few minutes the light would turn green, but when they went to use it, it died and wouldn't charge up or hold a charge. The agent had the patient reset the communicator and advised the patient to keep it plugged into the wall and see if it fully charged. The agent had the patient check for location, bluetooth, and sound and had the patient turn off wi-fi. It was noted that the troubleshooting steps that were taken on the call resolved the issue. Later the same day, the agent made an outbound call to the patient to check the status of charging the communicator. The patient stated that it was doing the same thing and not charging. It was showing orange and the minute they unplugged it; it went blank/shut down and was dead again. A replacement communicator was requested from the repair department.